Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was low battery when the system was started.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The low battery was seen when starting up the system. The error was noticed in the logfile on the charger card 1. The manufacturer representative thought that this was maybe a random issue. The system stayed on all day long without being used. A new power tray with new power enclosure was installed. A charger enclosure was replaced with a battery tray n°1 replaced. Then they tested the imaging system functions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products' information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, (charger enclosure) serial/lot #: (B)(4); product ID: bi71000176, (power conversion enclosure) lot/serial #: (B)(4); product ID: bi71000195, (power tray) lot/serial #: b)(4). The charger enclosure was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability testing the reported issue was not confirmed. The enclosure charger passed visual inspection and was installed into a known working system. The system initialized. Motion, generator, communication and charging readied; 2d and 3d images was successful. No failure was found. The power conversion enclosure was returned to the manufacture for evaluation. After functional testing, performance testing, visual /physical examination and usability testing the reported issue was not confirmed. The enclosure power conversion passed bench test and was installed into a known functional system. The system initialized. Motion, generator, communication, and charging. 2d and 3d I mage was successful. No failure was found. The power tray was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. Verified both fuses in the power tray tested good. Install power tray into test system. The system booted and readied several times, was charging and functioned as expected. Multiple 2d and 3d imaging were taken and successful. No functional problem found while under test. If information is provided in the future, a supplemental report will be issued.